Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, the device output and telemetry were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was founded in normal range. Hybrid circuitry was tested, indicating normal drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was unknown.